Event description:
A hydratome sphincterotome was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender, age, weight unknown). According to the complainant, during the procedure, the plastic at the tip broke off inside of the patient while being used. It should be noted that the tip was not removed. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A review of the specific device history record could not be conducted due the lot number being unknown.